Event description:
A surgeon reported while using system he has to over applanate to gain meniscus. The surgeon indicated he has to push the slider bar over the yellow applantation bar resulting in patient discomfort. The surgeon indicated the procedure was completed with no impact to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).